Event description:
Account reports three incidents with the synthetic sleeve stopper in which during removal of the needle lock device, the sleeve stopper separates. Reporter stated they do backprime, however, sometimes it is necessary to remove the nl. Reporter stated there was no pt compromise.